Event description:
On (B)(6) 2025, the patient (pt) reported that after replacing their dexcom g6 sensor, the ilet pump failed to receive blood glucose (bg) readings. Pt attempted to toggle between g6/g7 settings and re-pair the transmitter without success. The pump displayed ¿looking for transmitter.¿ agent guided pt through restarting the ilet pump and confirmed bg via fingerstick (356 mg/dl, later 415 mg/dl). Pt manually entered bg into the pump, but only one entry (401 mg/dl) appeared in the synced report. Iob showed only 1 unit. Pt restarted the app and re-entered bg manually. Agent advised pt to follow their ketone action plan and continue manual bg entries. Pt was transferred to dexcom support but later reported being unable to reach them. Pt performed another fingerstick (191 mg/dl), manually entered it, and attempted pairing a new transmitter and sensor.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.